Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in the date abbott diabetes care became aware of the event. N/a was PMA/510(k) # as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported via a webform with the adc device. The sensor prematurely detached after 6 days of wear and the customer was unable to obtain readings and monitor glucose levels. It was indicated that the customer was unable to self-treat and was administered insulin (dose/ type unknown) by a third-party for treatment. No further information was provided. Adc customer service attempted to follow up with the reporter two times to gain additional details regarding this the event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.